Event description:
Analysis results and device explant due to MRI mistakenly reported in this report; information should have been reported in manufacturing report # 3004209178-2013-08209.

Event description:
It was originally reported on (B)(6) 2013 that the patient experienced pain and her toes were "cramping." All four of the patient's programs were readjusted on (B)(6) 2011 and this resolved the patient's issues. A month later it was reported that the patient's system was removed because magnetic resonance imaging (MRI) was needed. The patient's system was also replaced. There was no patient injury and she recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no significant anomalies. It was noted that there were scratches, burn marks, and foreign material under the cover. Analysis of the tined lead found no anomalies. Analysis of the programmer found no anomalies. (B)(4)..

Manufacturer narrative:
Product ID: 3889-28 lot# v673560, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID:3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the event was due to an undesired change in stimulation, not pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.